Event description:
A surgeon reported that an intraocular lens was replaced due to a scratch that caused the pt to have decreased vision. The surgeon feels that the lens guide scratched the lens during the initial implant procedure.